Event description:
It was reported that a patient had an overstimulation sensation. The reporter stated that the patient got a spinal injection in their neck two weeks prior to the report, and within one hour of getting the injection the patient¿s blood pressure dropped a little bit and stimulation began to increase. It was reported that all of the sudden stimulation got stronger and stronger. It ¿ended up getting way too strong¿ and the patient had to shut stimulation off. It was noted that the patient thought they also had spinal leakage because they had a headache. It was reported that the patient had injections in the neck in the past and had never had this issue. The reporter stated that the patient¿s healthcare provider hadn¿t been informed yet but the patient planned to inform them the day following the report. It was reported that the patient¿s stimulation was working fine at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3550-39, lot# n263775, implanted: 2011-(B)(6), product type accessory, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient, product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6). Product type lead. (B)(4).

Event description:
Additional information received reported that the patient was seen on 2013 (B)(6) in the clinic and made no comments about the event. It was noted that the patient had a cervical epidural steroid injection (cesi) on 2013 (B)(6).